Manufacturer narrative:
The crp calibrations were frequently flagged. The crp qc showed strong imprecision with a coefficient of variation (cv) of up to 10. The alarm trace revealed an abnormal probe sucking alarm which was noted on the day but not at the time of processing patient 1's sample. Patient 1's sample was still noted to be slightly turbid even after re-centrifugation. The fse replaced the sample probe and performed a hardware check. He verified that the system was working again according to the specifications. The investigation determined the event involving the crp assay was due to a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. The investigation also determined the event involving the crp assay was due to a maintenance issue. The investigation did not identify a product problem. The investigation is ongoing for the event involving the potassium assay.

Event description:
The initial reporter received questionable crp4 (crp) and ise indirect k for gen.2 results for two patient samples tested on the cobas 6000 c501 module. The initial crp result was reported to the doctor. The low result was not plausible which prompted a rerun of the sample. The field service engineer (fse) who was on site, checked the sample and noted it to be cloudy. The sample was respun and again rerun. On (B)(6) 2022, patient 1's initial crp result was 4.2 mg/l. The first repeat result was 52.55 mg/l. The second repeat result was 47.22 mg/l. The expected result was the higher result. The pathologist reviewed the results and it was noted that the patient had a historically high value. The initial potassium result was checked before it was released on (B)(6) 2022, patient 2's initial potassium result was 6.77 mmol/l with a repeat result of 4.8 mmol/l. The crp reagent lot number is 61087901 with an expiration date of 01-jan-2023. The potassium cartridge lot number and the expiration date were requested but not provided.